Event description:
Customer states a patient was being prepped for surgery when patient arrested. Customer attempted to use a lp12 with sterilizable hard paddles. Device charged to 10 joules not 200 joules as expected. Joules were increased and charge requested again. Device would not discharge. It was charged again and would not discharge. Patient has a history of heart disease.